Event description:
It was further reported that the pt was enrolled in the program in mar 2004. Target lesion 1 was identified in om1 with 99% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 24 mm taxus stent. Residual stenosis was 0%. The pt was discharged the next day. The pt was readmitted in 2004 after a week of progressive angina. ECG showed no changes and cardiac enzymes were within normal limts. Cardiac catheterization in aug 2004 revealed: lvef 20-25% with evidence of global lv hypokinesis, lmca -normal, lad-known occlusion, lcx (target vessel)-70% instent restenosis; om1 (originally treated vessel) 'unremarkable'. Rca-diminutive vessel with extensive artherosclerotic plaquing, lima to lad/diag-patent. The next day the instent restenosis in the proximal circumflex was treated with balloon angioplasty, resulting in 0% residual stenosis. Post-procedure, the pt had two episodes of chest pain, which were treated conservatively. Additionally, the pt had an episode of congestive heart failure, successfully treated with IV diuretics. Due to significant deterioration of the pt's lv function, an electrophysiology consult was obtained. The recommendation was to optimize the pt's medical management and follow up as an outpatient. The pt was discharged six days later. In the opinion of the physician, the relationship of the event to taxus stent is "unk."

Event description:
Clinical study. It was reported that 5 months after a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred.